Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as part of a whole system explant due to infection. There is reasonable evidence suggesting that erosion at pocket site was also observed. A surgical intervention was necessary to resolve this issue. No additional adverse patient effects were reported.